Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. The 3.5x26 graftmaster covered stent was attempted but could not cross the lesion due to the anatomy. Therefore, the device was removed and a 2.8x19 mm graftmaster covered stent was able to cross to treat the perforation. There were no adverse patient sequela. The procedure lasted 55 minutes but there was no impact to the patient. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. The 3.5x26 graftmaster covered stent was attempted but could not cross the lesion due to the anatomy. Therefore, the device was removed and a 2.8x19 mm graftmaster covered stent was able to cross to treat the perforation. There were no adverse patient sequela. The procedure lasted 55 minutes but there was no impact to the patient. Subsequent to the initially filed report, the following information was provided: returned device analysis identified a separated proximal shaft. The account was aware of the separation and the separated portion was simply withdrawn. No additional information was provided.